Event description:
It was reported that at the start of the procedure, the patient was placed on a temporary pacemaker (tpm) and a non-abbott ventricular assistance device. The 4.0x16 jostent graftmaster was implanted in the saphenous vein graft to the second obtuse marginal artery to treat a perforation; however, it only partially sealed the perforation. Two more jostent graftmasters were implanted, sizes 4.0x19 and 3.0x16, but the perforation was not completely sealed. The physician indicated the handling of the device was poor for all three devices. The tpm and ventricular assistance device were turned off and the patient expired approximately five hours later despite attempted resuscitation. The cause of death was reported as poor cardiac contractability. There was no additional information provided.

Manufacturer narrative:
(B)(4). The other 2 jostent graftmaster devices are being filed under separate medwatch reports. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.